Manufacturer narrative:
(B)(4).

Event description:
It was reported that the "catheter was difficult to enter the sheath, and could not continue to advance one third of the way into the sheath. Repeated attempts were unsuccessful, so the catheter was replaced with another s730c, and the catheter was successfully put into place". The 2nd catheter was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The additional information received on 21sep2023 reported that the initial catheter was retrieved intact, and the repeated attempt of insertion was successful. The physician noted that the central cavity of the iab catheter looked slightly deformed after removal. The reported complaint of iab insertion difficulty was confirmed based on the sample received. The customer returned a 30cc 7.0fr rediguard intra-aortic balloon catheter (iabc) without the original packaging for investigation. The sample was returned in a cardboard box and was in a sealed ziplock bag (inp-1, inp-2). Upon return, the one-way valve was connected and tethered to the short driveline tubing (inp-5). The iabc bladder was fully unwrapped (inp-6). A kink to the iabc central lumen was noted at approximately 22.1cm from the iabc distal tip (inp-7). No blood was noted on the returned iabc. No sheath was returned with the iabc. The bladder thickness was measured at six points with measurements ranging from 0.0065in-0.0069in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab -inventory syringe. No abnormalities or debris was noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 22.2cm from the iabc distal tip, which is the location of the previously noted kink. The guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. Resistance was noted at approximately 62.7cm from the iabc luer, which is the location of the previously noted kink. The guidewire was able to advance through the central lumen. No blood or debris was noted. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the kinked central lumen. The root cause of the kink was undetermined. A most probable potential cause was customer handling. No further action required at this time. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that the "catheter was difficult to enter the sheath, and could not continue to advance one third of the way into the sheath. Repeated attempts were unsuccessful, so the catheter was replaced with another s730c, and the catheter was successfully put into place". The 2nd catheter was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".